Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 264 mg/dl after eating breakfast without announcing the meal, and the user was advised not to announce given the elapsed time and to allow the pump to deliver correction doses. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no medical intervention beyond routine troubleshooting and education. Investigation included customer consultation and review of device use and user behavior related to a missed meal announcement. Investigation of this case revealed no device malfunction and indicated user error due to a missed meal announcement leading to postprandial hyperglycemia, with the insulin delivery system functioning as designed to provide correction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.